Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Additional information added to event description. Coinciding with the added information the device code has been updated with defibrillation problem.

Event description:
It was reported to philips that the device experienced a failure during operational testing. It was further clarified that the device failed during the defib test. There was no reported patient or user involvement and no adverse patient/user impact.